Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten however the current black box revealed unexplained pump reboots. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. A test cap was used for all testing. The battery compartment was found to be cracked. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture of loose components found inside the pump. Unrelated to the original complaint, the pump powered up to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery cap and the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.